Event description:
It was reported that during a lymph node dissection procedure, the device was inserted with normal technique. Insufflation was not sufficient and pneumo was not held. As such, another port was used instead which worked successfully. On final investigation, the duck bill seal had come away from the lower cannula housing and entered into the abdomen. All was collected and prepared for investigation. The patient is stable.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.